Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team and the reported 32097 and 31226 errors were replicated/confirmed. The usm was tested on an in-house system and was run in normal mode, where it triggered error 31226. The rolling loop fail test and showed error 31226. As a fix, the rolling loop fiber assembly will be replaced to address the reported problem.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, arm 4 had multiple faults. The operation room (or) staff contacted the technical support engineer (tse) after the procedure to report the issue. The tse verified 32096 and 32097 errors on universal surgical manipulator (usm)4. It was reported that the staff finished the case robotically. The tse was not able to perform any troubleshooting since case had already ended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that arm 4 was disabled and the procedure was completed robotically with 3 arms.